Event description:
The following allegation has been reported to davol by the patient: the patient alleges that he was implanted with a bard/davol perfix plug on the right abdominal side, during a hernia repair procedure performed in (B)(6) 2007. Allegedly, in 2010, the hernia repair location re-opened at the surface, and began to discharge fluid. The patient reports that he visited his physician and was provided with antibiotics to treat the infection. Reportedly, the wound healed and remained healed for one year, prior to re-opening in 2011. The patient reports that he was again given antibiotics to treat the recurring infection. Nine months later, the patient reports experiencing the same symptoms at the hernia repair site and continued a similar course of treatment. In (B)(6) 2014, the patient reports that the wound again re-opened, was treated with antibiotics and healed. Wound again re-opened, was treated with antibiotics and healed. Reportedly, cultures have been taken during prior office visits, and course of treatment was not changed. Blood testing was also, reportedly done, and results were normal. The patient alleges that due to the prior infection occurrences, he underwent a surgical procedure for removal of the "top layer of the mesh." Per the patient, the surgeon stated the remaining portion of the mesh was well incorporated and wound require an additional surgery with additional recovery time, 4 to 6 months, post procedure. As reported, at this time, no additional procedures have been scheduled.

Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As reported, it appears that the portion of the mesh that was explanted was the mesh onlay portion of the device and not the plug. The portion of the mesh alleged to have been explanted was not returned to davol for evaluation. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.